Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed posterior leaflet and a pre-existing flail. A mitraclip xtw was inserted and placed on the mitral valve. However, while establishing final arm angle (efaa) for the second time, the clip opened to approximately 45 degrees. The clip was unable to be removed from the patient. Therefore, the clip was implanted. To stabilize the clip, a second clip was implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.